Event description:
I use the freestyle libre 3 plus sensor. I continue to have problems with the sensor keeping communication with my phone, and have contacted abbott about this issue. They continue to replace my sensors, but the problem continues. My insulin is regulated by my numbers, and yesterday my sugar dropped into the 40's. I got sweaty, shaky, and almost passed out from this.